Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 445 mg/dl at the time of incident. Customer also reported that the insulin pump received motor error alarm. Customer was able to complete insulin pump rewind. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the drive support cap was normal. Troubleshooting was declined for high blood glucose level. Customer advised the insulin pump will need to be replaced, to discontinue use of the insulin pump and refer to back up plan. The device will not be returned for analysis.